Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a coronary artery bypass graft, an error occurred during use. The error code was unknown. Although the device passed a system check after it was cleaned and re-assembled, the doctor found that the blade was broken off. Another device was used to complete the case. There were no adverse consequences to the patient. After operation, the broken blade was found in the operating room. There was no missing part and no pieces were left inside the patient.